Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15394. It was reported that during a very complicated implant procedure, the right ventricular lead was difficult to place. After multiple attempts the helix failed to retract and a bend in the lead was noted. The lead was removed and replaced. During the introduction of the whisper wire in the coronary sinus to insert the left ventricular lead the patient went into a very fast ventricular tachycardia requiring an external shock. The physician believed that the arrhythmia was caused by the introduction of the guide wire. After the shock, the sensed r waves on the right ventricular lead had decreased. The right ventricular lead was repositioned and the lead had no sensing. Blood in the pericardial space was observed and a pericardiocentesis was performed. The physician believed that there was cardiac perforation caused by the right ventricular lead. The right ventricular lead was successfully repositioned with normal capture threshold and normal r wave sensing. The procedure was concluded and the patient stabilized at the end.